Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the physician implanted a promus stent sometime around late june or early july time frame. About four weeks after implantation of the stent, the patient had chest pain and went to a hospital where they did an angiogram. He did have a closure of the stent, by way of stent thrombosis and medical intervention was performed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Angina and thrombosis, as listed in the promus instructions for use, is a known adverse event associated with coronary stenting. Additionally, these patient effects and hospitalization are listed in risk assessment as no-fault post-procedure complications. These patient effects are not necessarily an indication of a product quality deficiency. There was no reported product malfunction at the time of procedure. In this case, a conclusive cause for the reported patient effects and the relationship to the promus stent delivery system, if any, cannot be determined.